Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, both sterile samples that I had in my inventory were not sterile when the box was opened. The white paper on the back of the sample was not completely sealed to the clear plastic container. Upon further inspection, the yellow sticker on the outer box was not sealed entirely to the box as well. There were no patient consequences. Case completed with a competitors. Two devices will be returned.